Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to do an x-ray. Upon further troubleshooting action, field service engineer (fse) found issue with the cable for foot switch between table base and r cabinet. The fse disconnected x21 on fdcsib box cable for foot switch connections from the table base. After disconnecting x21 on fdcsib box cable x-ray started working from hand switch and foot switch connected in control room, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not product x-rays. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified that the footswitch cable was faulty.